Manufacturer narrative:
This report will be updated should further information be received.

Event description:
It was reported during ongoing use, the pg was exhibiting premature battery depletion, and the longevity had been decreasing over the past several months. In 2018, the device showed 15 years remaining, and during the most recent check in april of this year, the device was showing 1.5 years remaining. The rep indicated that the patient is not pacemaker dependent. Technical services reviewed disk analysis, and confirmed that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Additional information: a request was sent to the field rep for an update to this event, and to obtain implanting physician, and hospital information. At this time, no response has been received.